Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no issues were observed. The returned battery voltage was measured to be within specification range. An extended investigation was performed. Visual inspection has been performed on the returned sensor and no issue was observed. Extracted data again from the returned sensor using approved software and sensor state 6 (indicating early termination) was observed. Sensor was reprogrammed to sensor state 1 (storage state). Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. The customer's issue was not able to be replicated. Therefore issue is not confirmed. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.      Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "loss of consciousness, could not walk and could not see and was unable to self-treat. The customer reported fingerstick testing performed and requiring unspecified third-party oral treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "loss of consciousness, could not walk and could not see and was unable to self-treat. The customer reported fingerstick test and requiring unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.